Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they have been having high blood glucose events and hospitalization in the past. The customer reported that they experienced high blood glucose of 1200 mg/dl. The customer also reported that they went into diabetic coma and was hospitalized. The customer reported that they were hospitalized due to diabetic ketoacidosis as well. The customer declined to troubleshoot for high blood glucose. The customer mentioned that they experienced low blood glucose as well. The customer's blood glucose was 101 mg/dl at the time of call. The insulin pump will not be returned for analysis.